Event description:
During an angioplasty procedure of the femoral artery (side unk), this balloon burst when pressure was applied to it with a syringe. The vessel was described as calcified. The physician made femoral access and had no difficulty accessing the lesion with a guidewire. The balloon was safely removed from the pt and another balloon was used to successfully treat the lesion. There was no reported injury to the pt. As per the qualrap, no add'l info is available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.